Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the display is missing a segment. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. External visual inspection showed no damage. When the device was powered on led segments do not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the two led segments on the instrument board had failed resulting in the led segments not illuminating. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing a segment. No patient impact or consequences were reported.